Event description:
Revision surgery - the patient was experiencing pain due to a loose glenoid. The surgeon removed head and implanted a thinner head.

Manufacturer narrative:
The reason for this revision surgery was the patient was experiencing pain. The previous surgery and the revision detailed in this investigation occurred over 11 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product that may have contributed to the event. The device was within the expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was pain due to a loose glenoid. Several factors that may contribute to the event that are outside the control of (B)(4) are degenerative bone, excessive loading, unbalanced joint, incorrect implant selection, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.